Event description:
It was reported that during a mammotome breast biopsy procedure, after retrieving the two samples the probe rotated 360 degrees while in cutting mode and caused the pt to hemorrhage from the breast. Not all samples were retrieved and pt had to be removed from the table and stayed in clinic for over 2 hours while the nurses tried to stem the bloodflow.